Event description:
It was reported that the patient underwent an inflatable penile prosthesis revision surgery due to inflation issues. Cylinders and pump were removed and replaced. No additional information was provided.